Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the device was received outside its package and it was noticed the tube was partially broken were was bonded to the flange connector and part of the tube was still bonded to the flange connector, no bubbles were observed embedded on the edges. It was reported that the tracheostomy cannula cracked with a complete separation of the two parts of the cannula. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: capping or plugging the tube is not recommended because there may not be sufficient airway for the patient to breathe. The tube and accessories are supplied sterile and cannot be adequately resterilized for safe reuse and are intended for single patient use. The tube and accessories are for single use and single patient use only. Attempts to resterilize the tube and accessories may result in product failure and increased risk to the patient. The tube and obturator are for single-patient use. Duration should not exceed twenty-nine (29) days. Covidien has not substantiated the use of these devices beyond 29 days. Decisions about tracheostomy tube changes should be made by the responsible physician or designee using accepted medical techniques and judgment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after one month of patient usage, the tracheostomy cannula cracked with a complete separation of the two parts of the cannula. Replacement of the tube was done.